Event description:
During gallstone extraction, the physician used a cook memory hard wire extraction basket. It was reported that one of the basket wires broke during the procedure, and the basket was removed. Because one of the basket wires was broken, it was inconvenient for the user to operate the basket, and the process of removing the gallstones was prolonged, but the incident did not cause any obvious harm to the patient. A section of the device did not remain inside the patient¿s body. The incident led to a prolongation of the operation time and increased the risk of the operation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided in the report. The label matches the product returned. A photo of the device labeling was provided. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Additionally, a photo of the distal end of the device was provided and it can be seen that the basket wire has broken at the proximal end of the basket. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. One basket wire had broken at the proximal end of the basket, but was still attached at the distal end of the basket. The basket advanced and retracted without resistance with the broken wire remaining outside of the catheter. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point. The basket wires were, otherwise, fully formed. There was no evidence of the wire being damaged by the buff process. Clear liquid was observed within the clear catheter. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production and with manufacturing engineering (B)(6)2024. It was determined that the proximal end of the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the proximal basket wire breakage was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.